Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a 90-year-old male patient, the patient received an unintended output of energy from the device. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. The patient reported discomfort from the shock.

Manufacturer narrative:
The product was not returned to zoll medical corporation for evaluation. However, the customer provided a copy of the activity log printout from the reported event for review. The log shows that a user powered on the device, set it to 30 joules, and delivered a shock. The log recorded 36.6 joules delivered, indicating the device was connected to a patient. In correspondence with the customer, the user did not realize the electrode pads were attached to the patient. R-series devices are intended for use by trained personnel. Per the r series operator's guide, 9650-0912-01 rev. Ya pages 12-4 and 12-5, in order to set up a manual defibrillator test, "connect unopened onestep electrodes to the onestep cable (unopened onestep electrodes act as a test port. The test port capability no longer functions once the electrode package is opened and electrodes are deployed)." Analysis of reports of this type has not identified an increase in trend.